Event description:
A customer contacted global technical services and requested assistance with starting over with new supplies on the homechoice (hc) because the home patient (hp) dropped the patient line. The hp was not connected. The technical service representative (tsr) assisted the hp to end the therapy and start over with all new supplies. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse, the patient did not report having any issues with therapy. No product defects or malfunction was reported. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Samples are not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. A follow-up report will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a patient accidentally dropping the patient line and therefore contaminating it cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause was not determined. Labeling review found the labeling adequate for the use error identified in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.